Event description:
According to the facility on (B)(6) 2025 "the patient complained of bladder pain and said that she felt like she had used the bathroom on herself, when the nurse assessed her foley, it was hanging out of the patient with the balloon deflated".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "the patient complained of bladder pain and said that she felt like she had used the bathroom on herself, when the nurse assessed her foley, it was hanging out of the patient with the balloon deflated". Per the facility "the nurse tried to reinflate with 10cc's of normal saline and the balloon was leaking due to a hole in it, the nurse was able to insert a new 18fr foley with no issues noted". The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.